Event description:
Pt reported a "leak" in their lap band system. The problem was first noticed when the doctor "couldn't take saline out" during adjustment fills, and the pt was "gaining weight". The lap band system remains implanted at this time.

Manufacturer narrative:
Unique identifier (UDI): (B)(4) taper ii. The product associated with this report has not yet been returned as the device was not explanted. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional has been reported to allergan regarding the model number, serial number, exact event date, pt data, or further event details. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing".